Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had a failed mixing pump and the biomed would like to send the device in for 2000 hours preventive maintenance. Per sample evaluation results received on (B)(6) 2022, the isolation circuit was pulled forward and no longer seated in the card cage. Upon removing the circuit card from the cage, it was discovered that both patient temperature 1 (pt1), patient temperature 2 (pt2), and the echo output channel lemo solder connections to the circuit card were broken free and the echo channel is missing the lemo retaining ring. The chiller outlet l tube and the double bend tube from the tank to the manifold had both expanded.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a failed mixing pump and the biomed would like to send the device in for 2000 hours preventive maintenance. Per sample evaluation results received on 27apr2022, the isolation circuit was pulled forward and no longer seated in the card cage. Upon removing the circuit card from the cage, it was discovered that both patient temperature 1 (pt1), patient temperature 2 (pt2), and the echo output channel lemo solder connections to the circuit card were broken free and the echo channel is missing the lemo retaining ring. The chiller outlet l tube and the double bend tube from the tank to the manifold had both expanded.